Manufacturer narrative:
This report is being submitted to correct the patient codes and impact codes field (h6) in section h, device manufacturers only. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the trial procedure the patient experienced a seizure and had trouble breathing after sedation was administered. The epidural needle from the spinal cord stimulation (scs) lead kit was removed. The physician believed that the incident was related to anesthesia used for the procedure and not device related. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7302751, UDI: (B)(4).

Event description:
It was reported that during the trial procedure the patient experienced a seizure and had trouble breathing after sedation was administered. The epidural needle from the spinal cord stimulation (scs) lead kit was removed. The physician believed that the incident was related to anesthesia used for the procedure and not device related. The patient was doing well.